Event description:
Ballard medical products has no first hand knowledge of the allegations, but is relaying info received from outside sources persuant to federal regulations. User facility stated "attempted defib of code blue pt using zoll pd1400 defibrillator with cardiotronics hands free pads. Attempted 360j shock. Unable to deliver shock. Changed to manual paddles. Shock delivered. Zoll tested after code. Shock delivered without problem. Patches assumed to be the problem/failure source.